Event description:
It was reported that during the implant attempt the pin of the right ventricle lead was "moveable". The lead was attempted and not implanted. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on helix mechanism. Full lead returned and analyzed.